Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, the cause that contributed to the reported infection could not be established as no damage or irregularities were noted that would affect the functionality of the cylinder components. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review was performed and according to the app instruction for use document, infection is documented as an adverse event. Additionally, the reported events do not contain an allegation against the labeling. Device technical analysis: the ambicor cylinders, pump and tubing were visually inspected. Cylinder 1 has a leak attributed to sharp instrument damage which likely occurred during the explant; a hole was present in cylinder body. Due to this damage being consistent with explant it is considered a secondary failure. The tubing has a hole that was result of sharp instrument damage which likely occurred during the explant; no leak was found in the tubing. There was no damage to the cylinder 2 and the pump. Product analysis was unable to confirm the reported event. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of known inherent risk of device has been chosen.

Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to infection at the penoscrotal incision area. The physician believed that the device caused the infection. The infection was treated with antibiotics. A new tactra malleable penile prosthesis was implanter on a later date of (B)(6) 2021. Following the surgery, the patient was stable and the event resolved.

Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to infection at the penoscrotal incision area. The physician believes that the device caused the infection. The infection was treated with antibiotics. A new tactra malleable penile prosthesis was implanted on a later date of (B)(6) 2021. Following the surgery, the patient was stable and the event resolved.